Manufacturer narrative:
Additional data: b5: the surgeon implanted a 12.1mm vticm5_12.1 implantable collamer lens, -09.50/+1.0/087 (sphere/cylinder/axis). The cause of the event was unknown. The patient is asymptomatic and happy with vision. H6 - work order search: no similar complaint was reported for units within the same lot. Corrected data: d2: common device name: phakic toric intraocular lens, qcb. Claim # (B)(4).

Manufacturer narrative:
Weight: unk. Race: unk. Ethnicity: unk. Date of event: unk. Expiration date: unk. Implant date: unk. Explant date: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. Device manufacture date: unk. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted an icl implantable collamer lens, into the patients left eye (os). At one week post-op, there was a report of low vaulting and the lens remained implanted. Additional information has been requested but none has been forthcoming.